Manufacturer narrative:
During troubleshooting with product support, customer confirmed there was no coolant leaking out from the umbilical/applicator connectors and no active leak when the system is off and idle. Customer was advised to disconnect/reconnect both applicators, power cycle the unit, turn on chillers under the diagnostics and no active leak was observed. The reported issue could not be confirmed. The device was not returned. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture, if a leak event occurs.

Event description:
A customer reported a pink coolant puddle beneath her system with their coolsculpting elite unit and it occurred on (B)(6) 2021.

Event description:
A customer reported a pink coolant puddle beneath her system with their coolsculpting elite unit and it occurred on 05/19/2021.

Manufacturer narrative:
Corrected data: d1, g1, h3